Event description:
Consumer contacted via social media and stated that the tampon strings were unraveling/coming apart. No injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer contacted via social media and stated that the tampon strings were unraveling/coming apart. No injury was reported.

Manufacturer narrative:
02-jul-2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Consumer contacted via social media and stated that the tampon strings were unraveling/coming apart. No injury was reported.